Manufacturer narrative:
A4: unk. A5: unk. A6: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticmo13.2 implantable collamer lens, -08.00/+2.5/095 (sphere/cylinder/axis), within the same surgery due to excessive vaulting. The lens was replaced with a shorter length lens and the problem was resolved. The cause of the event was unknown.